Event description:
Patient a was opened on the treatment console (4dtc) to be imaged only on day 1 of his/her treatment plan. After completing the imaging on patient a, the therapists did not close the patient at the 4dtc and then brought in the next patient for treatment. The next patient (patient b) was the same technique as patient a. The first field of patient b's treatment was treated using the first field of patient a's plan. The customer acknowledged this was the fault of the end-user and not the software. The oncologist assessed the one field that was delivered to the incorrect patient and determined that it would be okay to continue with treatment.